Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as a red and raw rash (yeast infection). There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the yeast infection. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.